Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D4. Medical device lot #: unknown. D4. Medical device expiration date: unknown . H4. Device manufacture date: unknown. E.7 initial reporter addr 1: (B)(6). H.6 investigation summary: bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, bd did not receive a response from the customer. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see h.10.

Event description:
It was reported that while using the unspecified bd product that there was erroneous results. The following information was provided by the initial reporter: customer states inconsistent results.